Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had repeated c-34 errors on the erbe. The customer power cycled the erbe prior to contacting technical support, but the issue persisted. The tse confirmed the errors in the logs. The tse advised that the system can sometimes be power cycled to resolve the issue, but if not, the next steps were to try to connect the force triad generator. The customer stated that they did not have a force triad generator. The tse advised that the customer could swap out the vision side cart (vsc), if possible. The customer elected to swap out the vsc to continue with the case. The procedure was converted to another da vinci system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During a procedure, the customer reported repeated c-34 errors on the erbe despite power cycling. Technical support engineer (tse) confirmed the errors in the logs and explained that a power cycle may sometimes resolve the issue. Since the customer did not have a force triad available, tse recommended swapping the vision side cart (vsc). The customer proceeded with swapping the vsc to continue the case. Fse visited the site and replaced the erbe for error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe generator was analyzed and reproduced the repeated erbe c-34 error, identified as a high voltage fault via remote fe logs. The error appeared during system startup testing. No visible issues were found during inspection. The fault originated in the field, and the unit will be returned to the OEM for further analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.